Event description:
A malfunction was reported by the caller, although no specific error code was displayed. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, resolving the issue, and provided instructions for future occurrences. The caller understood and agreed to contact support if the malfunction happened again.